Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 450cc (l) and 500cc (r) and experienced bilateral capsular contracture baker grade ii and rupture on the right side. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 255cc, catalog number 3507255mc, serial number (B)(4) (l) and a mentor memorygel breast implant 275cc, catalog number 3507275mc, serial number (B)(4) on (B)(6) 2020. This report is for the left breast prosthesis.

Manufacturer narrative:
The updated device manufacture date was erroneously omitted in the previous report. The proper field has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation summary: during visual evaluation of the picture no apparent damage or visual anomalies were observed in the product. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Although the product was not received, the manufacturing records of lot 7330599 provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).